Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted the actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported when they went to put the angio-seal into the artery, there was no flash back of blood and the device did not deploy. They used a second angio-seal device that deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. One 6 fr angio-seal vip was returned for evaluation. The hemostasis sheath and the locator were returned in a mated position. The sheath was slightly bent along the body on receipt. The locator holes were properly aligned and some blood like substances could be seen along the circumference of the holes. An unused carrier tube assembly still enclosed within the aluminium foil was returned as well along with the plastic pouch. The device was examined microscopically and it was seen that the blood inlet holes were aligned as intended. To check for obstruction, water was passed through the inlet hole and a corresponding drip at the outlet hole was observed. The locator was removed from the sheath and mated again to check to proper mating - an audible click was heard the locator snapped into place as intended and no looseness was observed. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the evaluation of the returned device, no anomalies could be found in the functional characteristics of the arteriotomy locator. The bend in the sheath suggests application of some off axis forces which could have blocked the inlet holes (due to temporary stretching or kinking of the device) leading to the reported event. The exact cause of the reported event cannot be definitively determined based on the available information.